Event description:
Prior to insertion of the intraocular lens, the patient experienced two peripheral capsule tears during the capsullorhexis. The surgeon converted to an ecce and implanted the lens into the ciliary sulcus. Two days post-operative, the eye developed pupillary block. This was treated with mydriatic medication & the surgeon subsequently performed a surgical intervention using a spatula to reposition the lens through a paracentesis.